Manufacturer narrative:
It was reported that the multigas unit was giving an incorrect reading and was turning on and off by itself. The reported device was returned for evaluation. During evaluation, the failure analysis team was unable to duplicate the customer complaint. The device did not turn on and off by itself or it was giving inaccurate reading. The device is functioning as designed.

Event description:
It was reported that the multigas unit was giving an incorrect reading and was turning on and off by itself. No consequence or impact to patient.

Manufacturer narrative:
Corrected data device available for evaluation . Device evaluated by manufacturer . Event problem and evaluation codes. Additional manufacturer narrative. Additional information: follow up. Additional information/correction. Required for submission. Additional manufacturer narrative: the user reported the unit went into "error" during a code blue while the unit was in ER trauma room. The biomedical engineer (bme) reports that he gets an error on initial boot up. Diagnostic check power on check result "flash_p" which could mean a power board failure. Device history shows multiple "diag ng [0x800000000] rom" errors which indicate a possible main board failure. The unit was sent in and evaluated by qa. The unit was cleaned and upon completion of the evaluation no issues were found. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification.

Manufacturer narrative:
Details of complaint: on 9/24/2018 customer stated that gas unit was giving inaccurate readings. Device was sent to nka for evaluation and repair. Nka repair center evaluated the device. It was observed that device displays "check water trap" error message, even with a new water trap installed. Service requested: evaluation/repair. Service performed: evaluation. Investigation result: device was put into service on 1/29/2018. Service history for this device shows this is an isolated incident. Information necessary for investigation was not available, specifically: · water trap replacement frequency · gas settings on bedside monitor. For example, if the screen layout on the bedside monitor is set to fixed mode, are the parameter settings properly configured? · verification of proper connection for the water trap and sampling line · are the gas units positioned at a permanent location or frequently moved? · if frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? · are there any bents on the exhaust gas tube? · does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · are the units stored in high humidity locations? · is there adequate space behind the unit for the fan to operate properly? · are there any units placed vertically? If so, did customer orientate the water trap according to manual's instruction? Service manual for gf-210r/220r, second edition, printed 2012/09/21 includes the following selected items: general handling precautions: · instrument must receive expert, professional attention for maintenance and repairs. When the instrument is not functioning properly, it should be clearly marked to avoid operation while it is out of order. · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Per service manual, regular maintenance and inspection must be performed every six months. Zero calibration: in order to compensate for zero-point drift, the unit periodically takes in ambient air and performs an automatic zero calibration (auto zero calibration). Zero calibration finishes within 60 seconds. Auto zero calibration interval is as follows: · when unit is in steady state - auto zeroes every 2 hours if auto zero calibration fails, perform a manual zero calibration. For calibration procedures, refer to operator's manual or service manual of the connected beside monitor. Operator's manual, revision e, states that watertrap should be replaced every four weeks or when the message "check watertrap" is displayed. If watertrap is not replaced, the hydrophobicity of the filter is reduced, thereby allowing water penetration, resulting in damage and measurement inaccuracy. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Investigation conclusion: operator's manual, revision e, states that watertrap should be replaced every four weeks or when the message "check watertrap" is displayed. If watertrap is not replaced, the hydrophobicity of the filter is reduced, thereby allowing water penetration, resulting in damage and measurement inaccuracy. With little information provided regarding customer's maintenance of the device, the root cause of the sensor failure could not be determined.

Event description:
It was reported that the multigas unit was giving an incorrect reading and was turning on and off by itself. No consequence or impact to patient.